Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated stretching. Visual summary analysis of the lead indicated damage at implant. Analyst noted that a stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an right ventricular (rv) lead implant attempt there was difficulty placing lead due to patient anatomy. It was also noted that after multiple attempts of lead placement and multiple extensions/retractions of the helix, it became fixed and would not retract. A new lead was implanted with success. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.